Manufacturer narrative:
Correction: section d4, serial number should have been " blank" rather than (B)(6).

Event description:
Voluntary medwatch received states that the low voltage lead exhibited noise. It was noted that the pacemaker exhibited oversensing in both right atrial (ra) channel and right ventricular (rv) channel and noise on ra channel in atrial tachy response (atr) episodes. No changes or interventions were performed. There were no patient consequences. No further information could be obtained as no product identifier was provided.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.